Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor underinfused. The reporter stated that after the device had been attached to the patient for 8 to 9 hours, there was solution remaining in the device. The device had been filled with 2000mg of desferrioxamine in sodium chloride solution to a total fill volume of 40ml. The reporter stated that after the device was disconnected from the patient, flow was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.